Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that, during treatment, one box of profore 18-25cm ankle circ. Case 8 had the 4th layer very hard to pull out and roll on the patient's legs. Also, eventually some of this 4th layer were torn due to clinicians had to use force to pull it out. It occurred randomly for this batch. Clinicians concern that this might affect the compression pressure and treatment outcomes. It consumes huge nursing time and might not achieve desirable compression pressure too. This happened before use in patient. Treatment was performed, with a delay less than or equal to 30mins, with a smith and nephew back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Images have been supplied confirming individual layers were tightly glued to one anothe. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.